Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the spike adapter broke during an infusion of ns 0.09% 1000ml. There was no report of patient harm.

Event description:
The customer reported that the spike adapter broke off once an infusion of ns 0.09% 1000ml was completed and the IV bag was empty. There was no patient harm.

Manufacturer narrative:
The customer's report of a broken spike was confirmed visually upon receipt. Nearly the entire length of the drip chamber spike was broken off and remained stuck inside one of the IV bag¿s spike ports. The root cause of the customer's report could not be determined.

Event description:
The customer reported that the spike adapter broke off once an infusion of ns 0.09% 1000ml was completed and the IV bag was empty. There was no patient harm.